Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; g3; h2; h6 and h11 the device was not returned to olympus for inspection; however, olympus sales rep and field service engineer (fse) was in the call with technical assistance center (tac). Customer was satisfied that the cabling was correct. Tac emailed the sales rep the install and configuration field guide. The scope switch functions were modified to accommodate the physicians. Two scope switches were programmed for release 1, as well as switches for remote, digital video recorder (dvr) start/pause and digital filing system. Troubleshooting was able to resolve the reported allegation. The complaint was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It had been reported that the video system center n care would not release the video. The event occurred during maintenance. There were no reports of patient involvement.